Manufacturer narrative:
Concomitant medical product: d274trk crtd, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after a device replacement, the patient went home and was then "shocked by a fractured lead." The device registration system indicates a right ventricular lead was capped and replaced with a competitor lead about one month after a routine device replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.